Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the hand piece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone being extremely cracked and no instrument could be attached to the hand piece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the hand piece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. It is possible that the ingress of moisture affected hand piece functionality.

Event description:
It was reported that a ¿replace handpiece¿ alert screen was displayed by the generator. Changed to another one to complete surgery. There was no patient consequence reported.